Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the patient was transferred to a rehab facility. The patient was programmed and had very good coverage. It was unclear how long the patient would require rehab but the electronic part of the implant was taken care of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the hcp that the patient was unable to stand to be weighed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that patient had implant surgery on (B)(6) 2018 that went well but 2 hours later the health care provider (hcp) did not like the way that the patient was looking and kept them in the hospital overnight. The next day around 3 am the patient had a mild heart attack while in the hospital. It was noted that the patient could not be started on blood thinners because they were healing from the stimulator implant. The plan was to watch the patient at the heart center for 5 days until they could treat the patient for their heart attack. The heart test on tuesday showed the patient only ad 30% damage. The patient had started to come back mentally and was doing very well. Yesterday ((B)(6) 2018) they moved the patient to the therapy area of the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.